Manufacturer narrative:
(B)(4).

Event description:
It was reported that a pairing failure occurred on for transmitter with serial number (B)(4). Data was evaluated and the allegation was confirmed. The probable cause was determined to be signal loss. In addition, the probable cause of the signal loss could not be determined. However, transmitter with serial number (B)(4) was returned for evaluation. An external visual inspection was performed and passed. Voltage test was performed and passed. Nordic bluetooth pairing test was performed and passed. A review of the share logs was performed and a pairing failure was found for serial number (B)(4) within the investigation window. The allegation was confirmed. The probable cause was determined to be signal loss. The reported event of a pairing failure is reportable based on the finding of the signal loss over one hour. No injury or medical intervention was reported.